Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported low pip (peak inspiratory pressure), xdcr (transducer) fault, circuit disconnect, and low ve (exhaled volume) alarms while using the vela ventilator. The issue occurred during testing. The customer reported the alarms were continuous on a test lung. The customer cross checked with a known good flow sensor, exhalation valve body and exhalation diaphragm, but the issue was not resolved. The customer crosschecked with known good mains pcb (printed circuit board); the ventilator system is working satisfactorily. The customer reported no patient involvement associated with this event.